Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results. The returned cre pro gi wireguided dilatation balloon was analyzed, and a visual and microscopic inspection found that the balloon had a longitudinal tear. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The longitudinal tear problem found could have been interpreted by the customer as the reported event of a balloon burst. The longitudinal tear found is likely to have occurred due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during or previous to the procedure, could have caused the problem found on the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the small intestine during a small bowel distension procedure to treat crohn's disease performed on (B)(6) 2025. During the procedure, the balloon ruptured when inflation was performed at 15 mm (8atm). It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the small intestine during a small bowel distension procedure to treat crohn's disease performed on (B)(6) 2025. During the procedure, the balloon ruptured when inflation was performed at 15 mm (8atm). It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.